Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 825 mg/dl. Current blood glucose level was 190 mg/dl. The customer was treated with insulin drip in the hospital. Customer experienced hard time breathing, sweating and rapid heart rate. The customer was using the insulin pump within 48 hours of high blood glucose event. The insulin pump will not be returned for analysis.